Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports the nurses report that they have experienced leaking of drug on sub-cut injection. The needles are being used for sub cut injections of herceptic-azicitadine-velcade-denosumab, the 25g orange needles have been used for this for many years in (B)(4). Not all of the staff has experienced this issue. The drugs are fairly viscus (thick) and the injection was under pressure (or required force to complete task), they said that drug had dripped onto patient clothing or their gloved hand. The customer wants to know if it is the product or the application, should they tighten the needle with more force or use a larger bore. There was no patient event. Used with bd 3ml syringe reference (B)(4).

Manufacturer narrative:
An investigation of the reported condition was performed. Six needles and five barrels were returned for evaluation. The samples were inspected for any leaks and one issue was identified. The reported condition was confirmed. The review of device history record (DHR) indicated no issues for the reported lot. The review of maintenance records (both corrective and preventive), calibration records, process monitoring data, machine set up, process or material changes, showed no issues with the reported condition. The quality engineer reviewed the equipment for malfunctions that could cause the reported condition. The most likely root cause was due to an unknown issue identified with non-medtronic sample. The exact root cause could not be determined with the information available. Prior to its release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leakage and damage. The released lot met all defined acceptance criteria. No corrective and preventive action (CAPA) is deemed necessary at this time as the investigation identified that the issue is not with medtronic product or process but attributed to a non-medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports the nurses report that they have experienced leaking of drug on sub-cut injection. The needles are being used for sub cut injections of herceptic-azicitadine-velcade-denosumab, the 25g orange needles have been used for this for many years in wa. Not all of the staff has experienced this issue. The drugs are fairly viscus (thick) and the injection was under pressure (or required force to complete task), they said that drug had dripped onto patient clothing or their gloved hand. The customer wants to know if it is the product or the application, should they tighten the needle with more force or use a larger bore. There was no patient event. Used with bd 3ml syringe reference (B)(4).